Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
This complaint has been evaluated. A review of the last three product monitoring review's (pmr's) for trends indicated no trends for this issue on this product. Historical complaint data from february 01, 2017, to february 28, 2019 was reviewed as it relates to reports for product icc (B)(4). A total of 3 complaints, including this one, were reported. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported 10 wafers were cut off center right out of the box which caused the tape and the mass to separate. No harm reported and no photo provided.